Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had the incorrect expiration date. The following information was provided by the initial reporter: the expiration date on the normal saline syringe doesn¿t match the date embedded in the barcode.

Manufacturer narrative:
Investigation summary: to aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. The picture confirmed the defect of incorrect label content. The date format for the 2d barcode on the label was manually entered incorrectly. When inputted into the system, the date format should be yyyymmdd; however, the data was entered as ddmmyyyy. This caused the 2d barcode to display the date as 22 mar 2031. A corrective and preventive action has been implemented to prevent this issue from recurring. A vision system checks the data for every label scanned and rejects any discrepancies identified between the label and vision data. A visual inspection of the embedded barcode information was also implemented as part of the action plan. It should be noted that the human readable expiry date on the product was correct (2022-03-31) and therefore, the product is beyond its expiration date. The non-conformances were reviewed for this batch, and there were no possible non-conformances which could contribute to the complaint verbatim reported by the customer.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had the incorrect expiration date. The following information was provided by the initial reporter: the expiration date on the normal saline syringe doesn¿t match the date embedded in the barcode.